Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy for this lot. A conclusive cause for the reported difficulties could not be determined and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the promus stent was implanted, intravascular ultrasound confirmed that there was no problem with the stent expansion, however, a part of the stent was not adhered to the vessel wall. Post dilatation was performed twice with a non-abbott balloon catheter at 14 atmospheres for 15 seconds. The procedure was completed after it was confirmed that the promus stent was properly adhered to the vessel wall. No patient effects were reported. No additional information was provided.